Manufacturer narrative:
Reported fault was called into ge healthcare technical support and repaired by the hospital's biomedical engineer. The central processing unit was replaced and the unit was returned to service. Patient information currently unavailable.

Event description:
The hospital reported the unit alarmed 'vext_ref out-of-range' during a case. This is a minimum shutdown alarm and is likely to cause loss of mechanical ventilation. There was no report of patient injury.